Event description:
It was reported that (1) pph01 was used during a hemiorrhoidectomy procedure. It was reported by the affiliate that the surgeon stated that the device cut but did not staple. Bleeding occurred and blood transfusion was not required. The surgeon stated the device did not function properly because the device was not loaded with staples. No staples could be found after the device was fired. The case was completed by suturing. A few hour after the procedure further bleeding occurred. The patient had to be re operated. No further adverse patient outcome was noticed.